Manufacturer narrative:
Additional info: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: 2/3/2025. Section h3: device evaluated by manufacturer¿ yes. Device evaluation: the lens was received in a specimen cup. The lens was inspected under magnification. Visual inspection reveal the lens was received cut in half and coated in viscoelastic residue. The lens was cleaned, presenting with no further issues. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The ¿lens cut¿ observed during product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a4: weight: unknown; requested but not provided. Section a5: ethnicity: unknown; requested but not provided. Section a6: race: unknown; requested but not provided. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the preloaded toric intraocular lens (iol) was implanted in the eye patient's left eye, the patient was not happy with overall distance vision and there may be a need for explant, however the surgeon wanted to wait to see if the distance vision improved. Additional information was received reporting that the iol was explanted in a secondary surgery from the patient's left eye due to the patient having a tough time adjusting due to anisometropia resulting from refractive power between eyes. The issue was first identified in a post-operative examination.there was no calculation issue. Another johnson and johnson iol was implanted as replacement (diu150 +22.0 diopter). There was no patient injury and no additional medical or surgical interventions required. The patient status is unknown. No further information was provided.